Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing was observed on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were recommended. No programming changes were made. Patient will continue to be monitored. No further information available.